Event description:
It was reported that, the surgeon inserted a competitor's lens using and the msi-pf injector sheared the haptics during insertion. The incision was enlarged and sutures were required after another iol was implanted. The patient's current prognosis is good.

Manufacturer narrative:
A lot order search was performed on the cartridge, injector and ftp and there was no similar complaints found.